Event description:
The customer reported that the system wold not start up (no boot). There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image control board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.